Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 220 mg/dl at the time of the incident. The customer stated gastroparesis caused their elevated blood glucose levels. The customer was given intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer lost the pump while in the hospital. The insulin pump will be returned for analysis.